Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices, two opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Each optical trocar was received. Each lens was intact. Each fixation trocar was received. Each circular and envelope seals of the trocar were intact no visual abnormalities were observed. When the trigger was actuated, each knife blade advanced and retracted properly. Each instrument was inserted and removed through the trocar without binding or difficulty. Each knife blade was unable to cut cleanly and completely through the test media. Each optical trocar passed an air leak test. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a ventral hernia repair, there was difficulty with some visiport trocars that have not cut. 2 would barely cut and 1 wouldn' t cut at all. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.